Manufacturer narrative:
Based on the current information, the distal end of the stent retraction to the m1 ostium after the operator loosened the system to reduce tension on the stent is not considered a movement during deployment malfunction as this braid behavior of returning to the original deployment initiation location prior to pulling back to the anchoring point appears to be expected upon removing the tension. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that activation issues were encountered with a pipeline flex stent and the patient experienced an intraoperative bleeding complication. The patient was undergoing dense mesh flow diversion surgery for treatment of an unruptured, amorphous, small aneurysm in the c7 segment of the right internal carotid artery with a max diameter of 5.2 mm and a 6 mm neck diameter. The landing zone arterial diameter was 2.5 mm distally and 4.3 mm proximally. It was noted the patient's vessel tortuosity was minimal. Dual antiplatelet treatment (dapt) was administered. The angiographic result post procedure was reported as normal the plan was to deploy the device from the middle cerebral artery to the c5 segment. Once the stent was positioned, deployment began in the m1 segment. After the distal end opened normally, the operator pulled back to the distal anchoring point to anchor the stent. After the distal anchoring was secured, deployment continued. The stent became overly compressed at the aneurysm neck. Concerned about excessive tension, the operator loosened the system to reduce tension on the stent. During this process, the distal end of the stent retracted to the m1 ostium, where there was associated stenosis. The operator continued deploying the stent and, after confirming good wall apposition, completed the deployment. The stent was then massaged with a guidewire, during which the distal end retracted to the terminal internal carotid artery. Post-deployment angiography showed contrast extravasation at the m1 ostium, suggesting bleeding. CT later confirmed subarachnoid hemorrhage. Protamine was immediately administered for reversal, and a balloon was used to temporarily occlude blood flow. After about 5 minutes, repeat angiography showed no further contrast extravasation. After 40 minutes of observation, the vessel remained patent with no further leakage, and there was obvious contrast retention within the aneurysm. The procedure was then completed. It was reported that a review of the procedure showed that slight contrast extravasation had already occurred when the stent was at the m1 stenosis. The stent was not retrieved. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). It was reported that the pipeline was used for an approved indication (on-label). Ancillary devices included xt-27 microcatheter, likai 0.014 guidewire, 5f, 115cm zhongtian intermediate catheter.